Event description:
A malfunction alarm was reported with the pump, and it was indicated that the malfunction code was not resettable, necessitating a pump replacement. There was no reported impact to the customer's blood glucose level, as they declined to share this information. The customer was informed that the pump was within warranty and needed to be replaced, and instructions for returning the faulty pump were provided. However, the customer chose not to disclose their alternate form of insulin therapy during the replacement process.